Event description:
It was reported that that the pump was replaced due to routine battery change. The device was returned and analyzed.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011. Final analysis of the pump revealed a high s2 battery resistance. Returned for analysis was the pump connector+ proximal segment of the catherter, that revealed a hole in the body of the catheter caused by a deep abrasion as slight leaking was seen from abrasion 11 cm from proximal end.